Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (cva/stroke). Evaluation conclusions: inherent risk of procedure ¿ (cva/stroke). (B)(4).

Event description:
The physician implanted three resolute integrity drug eluting stents; one in the cx and two in the rca. Approximately 8 months post the procedure, the patient suffered a stroke. The stroke occurred during the angiogram prior to a revascularisation procedure on the same day. The action taken was to provide an eye patch over the right eye. The outcome was unresolved. Revascularization of the cx and rca was performed on the same day due to coronary artery disease progression. One resolute integrity drug eluting stent was implanted in the cx and one resolute integrity drug eluting stent was implanted in the rca. The outcome was continuing with treatment.